Event description:
A report was received that the patient passed away due to unknown reasons.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Device was not returned.

Event description:
A report was received that the patient passed away due to unknown reasons.